Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information became available that this lead was surgically abandoned at the most recent device change out procedure.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricualr lead has an out of range impedance measurement of greater than 2500 ohms.